Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer's blood glucose was 160 mg/dl. Customer removed the battery then reinserted and the alarm did not occur. The battery cap was neither damaged or corroded. Customer was advised to insert a new battery and the display did not returned. The insulin pump was not dropped no exposed to moisture. Customer was advised to remove the battery for two hours. Customer called back and stated the display was still blank. The insulin pump is being returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. Pump monitored and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked retainer, cracked select button keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.